Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The patient stated they received two low alerts during the night. She said she got up and drank juice and went back to bed. There was no indication that she checked her blood glucose. Her husband was in the hospital and was not there to help her follow through with things. She reported after her husband had not heard from her in the hospital and did not answer since early that morning, he called the neighbors to check on her. They called 911 for a wellness check and the paramedics did not show up. Another neighbor called 911 again and when they arrived, they found the patient on the kitchen floor and rushed her to hospital. The patient was not breathing, and cardiopulmonary resuscitation (CPR) was performed. She stated she has a pacemaker so chest compressions would not have been needed, but emergency medical services (ems) did not know that. She was taken to the hospital. Treatment provided there was not specified. At the time of contact the patient was at home and in good condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.